Event description:
The pt's spouse reported, the pt has not used or charged her scs system in at least 6 months; however, the pt turned the system off, it did not run to depletion. F/u confirmed the pt is unable to charge the scs ipg. Per the pt's spouse, the ipg is non-functional and the pt is consulting with the physician to determine the next course of action.

Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.